Event description:
A surgeon reported that there was a fluid leak between the gap of the drain bag and the cassette during a vitro retinal surgery. The issue was resolved after replacing the product with another. The procedure was completed without consequences to the patient. A product sample is not available as it was discarded by the user.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).